Event description:
In february of 1995 pt was initially treated with irrigation, debridement, and rodding of his left femur and open reduction internal fixation of the distal tibia fracture. Over the last month or so he began having pain in the distal aspect of his left thigh and he is having some restriction of motion of his left ankle with prominent screw over the anterolateral aspect of it. X-rays at the outside orthopedist showed a fracture of his intramedullary rod in his femur and a probable nonunion. Impression: nonunion of the femur with failure of hardware. Possible occult osteomyelitits and hardware pain, left ankle. Plan: pt will be admitted and he will undergo an exchange rodding of his femur with removal of the fractured hardware and placement of a new rod with reaming of the femur.